Event description:
Provider removed a dilator from right rfa and the "hub came off sheath".

Manufacturer narrative:
It was reported that on (B)(6) 2023, a provider removed a dilator from right rfa and the "hub came off sheath". It was reported that the piece was retrieved and a new device was used to complete procedure. There was no injury reported and no impact to the patient or procedure. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.